Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ edema: unable to observe since it is not related to the device. ¿ wrinkling skin: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ device wrinkling: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture, and presence of retroglandular breast implants, with a snowstorm pattern, ladder patterns, the presence of multiple echogenic images inside, and data on contracture and free fluid in the periimplant diagnosed via ultrasound. Regular smooth edge, slight edema in the contour, bulging appearance, more defined peripheral enhancement in the medium contrast, wavy edges on the left with a linguine sign, edema in the contours predominant in the lower posterior region where irregular implant projection is observed, hyperintense area in t2, stri, loss of signal in t2, silicone saturation, more defined periphery and general enhancement of the contrast medium. Device has been explanted.

Event description:
Healthcare professional reported left side rupture, and presence of retroglandular breast implants, with a snowstorm pattern, ladder patterns, the presence of multiple echogenic images inside, and data on contracture and free fluid in the periimplant diagnosed via ultrasound. Regular smooth edge, slight edema in the contour, bulging appearance, more defined peripheral enhancement in the medium contrast, wavy edges on the left with a linguine sign, edema in the contours predominant in the lower posterior region where irregular implant projection is observed, hyperintense area in t2, stri, loss of signal in t2, silicone saturation, more defined periphery and general enhancement of the contrast medium. Device remain implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, capsular contracture baker grade unknown.